Manufacturer narrative:
(B)(4). Batch # l52n4f. Manufacture date: 5/9/2014. Expiration date: 4/9/2019. The analysis results found that the ecs29a device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a low anterior resection procedure, during the transanal anastomoses the surgeon closed down onto the tissue to be reconnected and fired the device. After firing he noticed some of the stapler didn't deploy all the staples along the anastomoses site. He did find completed donuts. To be safe at the end of the procedure the surgeon performed a loop ileostomy as he felt it was the best strategy. It will be reversed in a couple of months. The patient is doing fine and is staying in hospital as the normal protocol.